Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced a pulling sensation during a house cleaning. The physician believed that the patients anchor broken loose causing the lead to migrate. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well postoperatively.

Event description:
It was reported that the patient experienced a pulling sensation during a house cleaning. The physician believed that the patients anchor broken loose causing the lead to migrate. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well postoperatively. Additional information was received that the explanted leads were not returned.